Manufacturer narrative:
As part of normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.

Event description:
The surgeon was performing a total hip arthroplasty procedure using the robotic arm interactive orthopedic system (rio). During the case, the rio arm vibrated during reaming the acetabulum while engaged in the stereotactic boundary. The case was successfully completed and there was no harm to the patient.

Manufacturer narrative:
Reported event: an event regarding arm vibration, involving 3.0 rio robotic arm - mics, catalog: 209999, was reported. Method and results: device history a review of the DHR associated with rio 110 found the pt review successfully passed, all associated nprs have been closed. Complaint history: based on the device identification (pn 203999) the complaint databases were reviewed from 2011 to present for similar reported events regarding arm vibration during reaming/impaction. There were 12 other reported events (B)(4). Trend request for this part number has been submitted (trend request #(B)(4)). Conclusion: the log data from the case was reviewed. The potential that the vibrations were due to an unsecure array cannot be ruled out. These factors could have contributed to the arm responding to a movement coming from the arrays. Additionally the movement could have shut the reamer off if the tool control point is beyond the stereotactic boundary. No system defect or malfunction is suspected.

Event description:
The surgeon was performing a total hip arthroplasty procedure using the robotic arm interactive orthopedic system (rio). During the case, the rio arm vibrated during reaming the acetabulum while engaged in the stereotactic boundary. The case was successfully completed and there was no harm to the patient.